Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-jul-2023. Investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of needle defect ¿ other was confirmed upon inspection of the sample and photo. Analysis of the sample showed that under magnification a break in the catheter is present. Our manufacturing process was reviewed, and no process was able to cause the observed damages. Bd determined that the cause of the failure was most likely attributed to our supplier¿s manufacturing process. A notification will be sent to our supplier to inform them of the defect observed. A quality alert has been created to also inform our manufacturing personnel of this incident. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the tip of the bd nexiva¿ diffusics¿ closed IV catheter system needle broke off after removing the catheter from the packaging. The following information was provided by the initial reporter: "the clinician indicated that after removing the diffusics catheter from the packaging, the needle tip broke off from the needle shaft. The clinician was adamant that nothing was done differently from the normal process and identified the issue before sticking the patient. To my knowledge this only happened one time and no patient was harmed."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the tip of the bd nexiva¿ diffusics¿ closed IV catheter system needle broke off after removing the catheter from the packaging. The following information was provided by the initial reporter: "the clinician indicated that after removing the diffusics catheter from the packaging, the needle tip broke off from the needle shaft. The clinician was adamant that nothing was done differently from the normal process and identified the issue before sticking the patient... To my knowledge this only happened one time and no patient was harmed."